Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to pain and pseudo tumor. Head and liner were revised to an adm/mdm liner construct and ceramic head. The well-fixed and well-positioned shell and stem were not revised.

Manufacturer narrative:
Additional information: d7 date of explant. An event regarding altr and pain involving a restoration modular body head was reported. The event was not confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation. A medical review was not performed because no medical information was provided. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other similar events for the reported lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that patient's left hip was revised due to pain and pseudo tumor. Head and liner were revised to an adm/mdm liner construct and ceramic head. The well-fixed and well-positioned shell and stem were not revised.